Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the result of the device evaluation, the legal manufacturer deemed it likely that the cause was user handling. The video signals could not be transmitted normally due to a damaged cable, likely the result of user handling.

Manufacturer narrative:
The suspect device was returned to olympus and an evaluation performed. The reported problem was confirmed and the cause assigned to a faulty cable.

Event description:
A user facility reported to olympus that no image was observed when the device was connected. There was no patient injury or harm, associated with the problem, reported to olympus.